Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following initial deployment at a depth of 3 mm, an infold was noted in the valve frame. Subsequently, the valve was withdrawn from the patient. A new valve was implanted. The even resulted in a 10-minute procedural delay and no adverse patient effects were reported. Additional information was received that a frame node overlap to the third node was identified during valve loading, but not a misload.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following initial deployment, an infold was noted in the valve frame. Subsequently, the valve was withdrawn from the patient. A new valve was implanted. The even resulted in a 10-minute procedural delay and no adverse patient effects were reported.